Event description:
It was reported that while removing the blue needle guard from an inset infusion set (6 mm, 32 in), the infusion site detached, with a reported blood glucose of 401 mg/dl, after which the user replaced the set, filled the tubing, and resumed insulin delivery on the ilet. Customer care provided technical support assessment. Investigation of this case revealed an unclear cause. No symptoms associated with high glucose reported. Outcomes included troubleshooting with restoration of therapy without medical intervention. It was concluded that the event was user-reported hyperglycemia with indeterminate device contribution and that product replacement was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.